Event description:
It was reported that customer received minimum fill notification while attempting to load cartridge, and customer¿s blood glucose level went high, with meter displaying ¿high¿ without specific value. There was no additional information received regarding long-term impact to customer¿s blood glucose level. Customer gave correction injection using multiple daily injections, did not require emergency help, cleaned pneumatic tap area as instructed, reloaded same cartridge without resolving issue, and later successfully loaded new cartridge.